Event description:
It was reported the patient had died. The lv lead had an impedance of >9999 ohms and the rv lead had an impedance of <100 ohms after explant. Lead fracture or insulation integrity not verified. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received.

Manufacturer narrative:
The device system was returned from the medical examiner and noted the cause of death as "probably cardiac arrest". Product event summary:the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.